Event description:
While patient was on table waiting to be treated the lab manager noticed there was a kink in the catheter package. It was not used in the patient, and no patient harm occurred.

Manufacturer narrative:
Results: the catheter is kinked in the proximal portion of the shaft. These kinks are located in the hypo-tube area approximately (3.5cm) and (5.5cm) distal to the hub. Conclusion: the complaint has been evaluated and confirmed. The complaint described that the catheter was kinked in the package. This device is packaged in a protective shipping tube to prevent this type of damage, however, the product was not returned in its original packaging. Therefore, the condition of the original packaging cannot be evaluated. This type of damage is congruent with mishandling during removal of product from packaging. Products from this lot were 100% visually inspected prior to shipment. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.